Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited oversensing and far field r-wave (ffrw) oversensing. It was further reported that atrial tachycardia/atrial fibrillation (at/af) therapies were disabled because they caused an accelerated ventricular rate. The ra and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.